Manufacturer narrative:
Device evaluated by MFR: synergy 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in proximal and distal ends of the stent were stretched and misaligned. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified that the distal edge of the tip was damaged. A visual and tactile examination of the hypotube shaft found a kink at 22.5cm distal to distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 23-apr-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.